Event description:
It was reported that both of the patients leads had migrated and the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads and the ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.